Manufacturer narrative:
The manufacturing records were reviewed, and no non-conformities were found. The device was not removed.

Event description:
It was reported to nevro that the patient needed a CT scan for a possible heart attack. Nevro attempted to obtain additional information regarding the nature of the issue but none was available.